Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error message appeared during the medication issue procedure. The technical support specialist checked with the monitoring query language and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialisttroubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower, error message appeared during the issue process that the ¿issue amount exceeds total quantity allowed¿. The customer reported that the malfunction occurred while the user issuing the medication to the patient. There were no adverse events or injuries reported based on this incident.